Event description:
A discordant low hemoglobin (hgb) result was obtained on an advia 2120i instrument. The result was reported to the physicians. A second sample from the same patient was run on the same instrument and a normal hgb result was obtained. After the initial result a transfusion of one unit of blood was applied due to the discordant low hgb result. The transfusion was stopped after the second report. There is no report of patient adverse health consequences due to the discordant hgb result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and found the sample line at the needle was leaking. The fse cleaned collar lines v44 and v45; cleaned the sample needle and tightened the fitting. The cause of the single discordant low hgb result is unknown. The instrument is performing within the specifications. No further evaluation of the device is required.